Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump delivered too much insulin, leading to a low blood glucose of 67 mg/dl, which the patient treated with oral glucose (coke), and the patient was transferred to the clinical line for troubleshooting that included discussion of a reset or factory reset. Symptoms included hypoglycemia. Outcomes included the need for medication intervention to address the low glucose. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.